Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay ranges. Raw data requested but was not available. On (B)(4) 2009, the field service engineer evaluated the analyzer with no deficiencies identified. The root cause was unable to be determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported for testing performed on the coulter lh 780 hematology analyzer: MDR 1061932-2011-00892.

Event description:
Customer reported erroneous differential test results were obtained when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous when compared to a manual scan that contained blast cells. The test results were not identified with an instrument generated flag for the presence of blast cells. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two analyzers.